Event description:
Complainant alleged that during biomed testing the device diplayed a "bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.